Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chest pain. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged chest pain. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on september 08, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging bad chest pains with humidifier use related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed sound abatement foam degradation/breakdown was observed in the base unit, confirmed the presence of degraded sound abatement. During exterior investigation on all surfaces of the card and filter. There inlet where the filter there is unknown dust/dirt contamination present base unit. The base device returned with an sd is an unknown dust contaminate present at the air would be. There is unknown dust/ dirt contamination present at the iso port entrance of base unit, heated tubing port connection of humidifier base, and behind the ui knob. During interior investigation notes there is unknown debris in the tracks of the front of the bottom enclosure where the ui panel seats. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. A keratin-like substance can be observed near the blower box housing outlet. An interior investigation was also conducted on the humidifier base. There is a rust like contamination observed on the water tank. There is unknown dust/dirt contamination observed within the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit.a keratin like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed, the unknown dust/dirt contamination and fibers found on the blower casing/ impeller, blower box, and humidifier base was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer used a fitt (foam integrity test tool) and confirms evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found four error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms outlined in the complaint, confirms that there was no evidence of sound abatement foam degradation/ breakdown observed in the base unit.